Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a history/settings (time/date issue) issue. It was reported that the pump time settings were changing from standard to military time in the absence of user input or intent. There was no time loss/gain reported, and the time/date settings were correctly maintained when the battery was removed for less than 24 hours. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1; date of submission: 02/04/2015 - device evaluation: the pump has been returned, and it was evaluated by product analysis on 01/20/2015 with the following findings: several manual time and date settings changes were observed in the black box data. Also, evidence of a 'time and date reset' issue was observed in the black box data. The pump was exercised with the 'standard time' format setting; no changes to the 'military time' format were observed: the reported issue was not duplicated. No errors, alarms, or warnings were observed during the investigation. The pump was able to keep time accurately during the analysis. The following findings are unrelated to the reported issue: the display screen visual was observed to be discolored due to an unidentified display failure. The battery compartment was observed to be cracked between the grip pad and case seal.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is completed, a supplemental report will be filed. No conclusion can be made at this time.